Event description:
It was reported that the wake button was delayed in responding to touch and unresponsive. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.